Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was something was going on with patient's back since thursday and requested a rep. To 'read the device'. It won't let patient turn stim up or down. It will let patient charge it but it won't let pt turn on or do anything. It did the funny thing where it shut off. Patient thought maybe they had just let it die but it didn't. Patient still had 60% on the implant. Patient went ahead and charged it all the way up. Patient tried to turn it on and it said it was on but it was not. It said 'your thing does not support this'. Troubleshooting could not be performed as patient was in the car and did not have equipment with them. The healthcare provider told patient to call and request a local representative to get in touch with patient. Patient mentioned this had happened twice before and patient was not abl e to get help over the phone and had to do it in person. The first time was about 1-1.5 month after patient got the implant, and the 2nd time it happened 2-3 months ago. Patient was redirected to healthcare provider. The rep indicated they were not aware of the patient losing stimulation until (B)(6) 2025.